Event description:
As reported by the user facility: IV started, it is not known if clip had deployed correctly at this time. Nurse laid stylet down - when she picked up the stylet, she saw that it was sticking out of the palm of her hand and clip was half way down shaft of stylet. Facility protocol for needlestick injury followed. Additional information provided by the user facility indicated that the results of the protocol bloodwork testing results are confidential and the nurse involved in the incident has not shared the results with her. The packaging was discarded and a lot number and an item number remain unknown. She has reported that a lot number cannot be implicated since there are many different lot numbers available in different locations in the emergency room at all times. The packaging was discarded and a lot number and an item number remain unknown. Additional information provided by the sales representative indicated she will be sending the sample for evaluation.

Manufacturer narrative:
The actual device in the incident has not yet been made available for the manufacturer to evaluate and an item number and a lot number was not provided. Without the actual sample, an item number or lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.